Event description:
It was reported by the customer that the crew responded to a pt with chest "pressure". The device in use powered off on it own three times while monitoring the pt. The customer was able to power the device back on; however the monitor indicated that battery 2 was low even though both batteries were fresh and showed four (4) bars on their fuel gauges indicating a full charge. The crew was able to print a rhythm strip and two 12-lead analysis. Pt care was not affected by this failure. At the hospital, the device was powered on again and it was observed that the service indicator was illuminated.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the battery pins were loose. The pins were tightened and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.